Event description:
Patient reported that after water contact, the infusion device switched off without any alarm or error message. Patient stated the infusion device was "dead". Patient reported she could not start the infusion device. Patient stated there were no health concerns. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion - the complaint cannot be verified due to careless handling of the product. Result the softcomponents of the housing are worn down heavily. Therefore, moisture entered the insulin pump and caused damages to the pump electronics. The damages led to electronic errors. The shutdown of the insulin pump is a consequence error of the damaged pump electronics due to liquid ingress. The problem mentioned by the customer is related to careless handling of the product.